Event description:
It was reported that the patient underwent lead replacement due to high impedance and moisture in the lead. It was reported that the generator had been recently replaced on (B)(6) 2013. Attempts to obtain additional information have been unsuccessful to date. The lead has not been received for analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.